Event description:
It was reported that the patient experienced a loss of stimulation one month after implant. Interrogation with clinician programmer showed the device was at end of service (eos). Impedance measurements showed "out of range results" on contact 1 (<(><<)> 50 ohms). The patient outcome was reported as increased chronic pain.

Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the ins battery was at normal end of life and the telemetry and output was okay. Analysis of the extension found no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37083-40, serial# (B)(4); product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.